Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: evaluation revealed a crack in the battery compartment from the top to the cover part. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment from the top to the cover part. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 20-dec-2017.